Manufacturer narrative:
Customer strips were tested in qa lab: 1 of the 2 returned reagent bottles gave 2 of 5 results that averaged 3mg/dl high out of spec with control. Blood results were satisfactory. Retention reagent gave satisfactory performance with control.

Event description:
The customer received a blood glucose reading on the contour that was 70mg/dl higher than the lab's meter. The specific readings were not provided. Depending on the actual readings, the difference between them could fall in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The customer returned the test strips for evaluation. New strips and meter were sent to the customer.